Event description:
Event verbatim [preferred ter] (related to symptoms if any separated by commas). Needles were inappropriate formatted, intense pain and small wound [device failure] ( [injection site pain], [wound]). Case description: medical device info: class iia. This spontaneous case from (B) (6) was reported by pharmacist as "needles were inappropriate formatted, intense pain and small wound" and concerns a female pt treated novofine 0,25x6 mm 31 g needle for injection. Medical history not provided. On (B) (6)-2008 the pt experienced that the needles in the specific batch were inappropriately formatted at the end. This caused the pt an intense pain and a small wound during the infusion of the drug. The samples were checked in the local affiliate and were found to be longer than usual. They seemed to be needles of 8 mm, according to the text at the package they should be 6mm. The outcome of the events is unk.

Manufacturer narrative:
Device analysis: product: novo fine g31. Lot no.: 0704g. Needle conclusion: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Microscopical examinations performed. Pt needles tested for penetration forces and siliconization. Needles tested for length of front needle. During testing on the sealed and unused needles from the same box as the suspect device, it has not been possible to detect any irregularities related to the complaint. Reporter's causality: unk. Novo nordisk's causality: reportable. Comment: reporter's alternative etiology: not provided. Reporter's causality assessment: unk.